Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver display was frozen. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and a damaged cracked screen was found. The receiver will not boot or charge. The receiver download was unable to be retrieved. The customer's complaint was confirmed because receiver damaged lcd. The probable cause of this issue was receiver damaged lcd.